Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted for volume overload and pocket infection due to pocket site oozing. The cause of the infection was unknown. Also, blood hemoglobin levels were low. The patient was treated by blood transfusion. No device components have been replaced. There were no patient symptoms reported.